Manufacturer narrative:
E1: patient city: (B)(6) , patient country: united arab emirates.

Event description:
Reference number (B)(6) event occured in the united arab emirates. (B)(6) 2025, the patient suffered a hypoglycemic episode. To address the low blood glucose levels, orange glucagon shots were administered as treatment. Prior to the incident, the patient was asleep. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction no malfunction based on complaint information. The batch 5413183 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5413183 was manufactured according to the work instruction (wi) version 73 packaging in the multivac 12, on 26/jan/2023, with a total of (B)(4) units. Review of the DHR (device history record) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction no malfunction based on complaint information and harm untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a hcp or requires emergency advanc and lot 5413183 and another 2 complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of the related event: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, another 2 complaints received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.